Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
(B)(6). (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Account reported that they experienced frequent inflammation of the iris (iritis) post photorefractive keratectomy treatment. The iritis was observed during post-operative examination anywhere between 7 to 21 days. No amount of patients have been reported visual acuity pre-operative: 6/6, visual acuity post-operative: 6/6. Patients have been treated with steroid topical very frequently along with nsaid drops (prednisolone drops/ dexamethasone drops in combination with moxifloxacin / gatifloxacin with homatropine). In approximately 20% cases they report that they had to give systemic steroids also. The account reports that despite doing this 80% of the patients had permanent pupillary damage.